Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident. Customer stated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that insulin was not exposed to a change in altitude. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.